Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 11462 was returned and analyzed. Visual inspection of catheter showed the shaft was kinked at 3.2 inches from the tip. Smart chip verification indicated the catheter was used for 14 injections. The catheter passed the performance test as per specifications. The dissection showed a guide wire lumen kinks at 3.2 from the tip of the catheter same place of the shaft kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.